Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: b5, g2 and g3 (the initial aware date should be corrected to 23-jan-2024) additional information: b5 (add procedure information per new information received), h4 and h6. A review of device history records and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The costumer complaint was confirmed, and a definitive root cause was not identified, however based on the results of the investigation, the probable cause of the ¿error b30-no image¿ malfunction would likely be related to an abnormality that occurred at circuit board, such as short circuit due to water invasion of scope connector. The event can be prevented by following the instructions for use which state: important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the broncho videoscope generated noise (including horizontal stripe noise/ grid noise/ vertical stripe noise) -the subject cannot be recognized. The event occurred at the beginning during preparation for use for an endoscopy procedure, the procedure was completed without delay using similar device. There were no reports of patient injurie or harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the insertion tube had scratches, buckles and heavy dent not passing the ring gauge; the bending section cover had a cut, stretched and adhesive removed; the bending section cover glue was lifted and scratched; the charged coupled device unit had a shrink tube tear; the scope connector had adhesive removed and wet fluid; the tip sleeve plug unit was defective and the labels were peeled off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited no image, error b30 (scope communication error) due to fluid invasion at the scope connector. There were no reports of patient involvement.